Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezj0405 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch, the facility reported that while the rn was unclamping the catheter to start the procedure, the clamp broke. The device was removed and a new catheter was placed.